Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was notified of an incident involving an amigo flusher. It was indicated that an electrical leak alarm had occurred and the amigo flusher was generating sparks. No one was injured. Based on the photo evidence provided and evaluation performed by the manufacturers' product engineers, two scenarios of the event were considered: 1. The liquid leak from the backflow valve was dripping on the wires and this could have led to a short circuit. There was a large stain on the floor of the flusher and residues on the insulation and the steam generator wires. 2. The steam generator could unsealed where the heaters are connected to the generator chamber wall. There might have been a water leak that might have led to a short circuit and the high temperature could damage the rinse hose connection leading to the leak. Further analysis was not possible because the steam generator had been disassembled and some parts had been cut out by the fire department. No periodic inspections or maintenance were performed for this flusher and service repairs were made only when a problem occurred. According to the amigo instruction for use (IFU 6001500202): "periodic maintenance and system testing must be performed to ensure safety and the machine¿s proper operation. The amount of maintenance required depends largely on the quality of the incoming water and how often the machine is used. The maintenance interval will have to be determined in each individual case. Arjo recommends that the stated maintenance operations be performed at intervals according to the service table." During the preventive maintenance the qualified technician should check yearly "the connections to the steam generator for leakage and make sure the surrounding insulation is intact and no hot surfaces are exposed"; "check that the steam generator is working properly" and every other year " check for leakage in the nozzle attachments and the hose connections to the chamber". According to the information collected the detergent used with the amigo flusher was not an arjo product, but a competitor product. The amigo product IFU states: "warning! Using other detergents, especially acidic ones, may damage the machine (dosing pumps, steam generators and pipes).(...)the machine has been proven and tested with arjo¿s detergents. We recommend that you use arjo detergents." Following collected information, the incident was primarily a result of one of two the product¿s component failure. Taking into account the device condition after the event it was not possible to determine the exact root cause of the malfunction occurrence. Arjo device failed to meet its performance specification. As per the collected information, no injury or other health consequences were reported to be a result of this event. This complaint was decided to be reported to the regulatory authorities due to indication of a fire occurrence.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by (B)(6) complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an incident involving an amigo flusher. It was indicated that an alarm occurred and the amigo flusher generated sparks. The alarm disappeared when the plug was disconnected from the outlet. The fire department inspected the device. The inspection revealed that the area near the steam generator connection to the heater was burned and carbonized. A detergent leak was noticed and it was assumed that the leaking detergent had entered the area near the heater's connection port, causing heat buildup that spread to other connections, causing a short circuit and electrical leak. The fire department classified the incident as a fire incident. No one was injured.